Manufacturer narrative:
Model number/ catalog number: sc-2208-50, serial number: (B)(4), batch/ lot number: 188544, model/ catalog description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.